Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post-op, the r-wave amplitude had decreased and there was no capture at maximum output. The lead was repositioned. During a check two days post implant, the r-wave amplitude had decreased and there was no capture at maximum output. The lead was explanted and replaced.